Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments in (B)(6) 2019 and (B)(6) 2020 and may have developed paradoxical adipose hyperplasia. The patient was evaluated in (B)(6) 2020 in which the provider saw improvement.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments on (B)(6) 2020 and (B)(6) 2020 to the submental area using the coolmini applicator and may have developed paradoxical adipose hyperplasia. The patient was evaluated in (B)(6) 2020 in which the provider saw improvement.

Manufacturer narrative:
H11 corrected data: d1 h6

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments on (B)(6)2020 and (B)(6)2020 to the submental area using the coolmini applicator and may have developed paradoxical adipose hyperplasia. The patient was evaluated in (B)(6)2020 in which the provider saw improvement.